Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system a label was missing. There was no report of patient impact. The following information was provided by the initial reporter: some packages were also unprinted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a view of the top web (label) of two unit packages of which one is identified by the print to be of product 24ga bd nexiva closed IV catheter system-dual port, reference number (B)(4), lot number 1109440. The second package is missing the print, therefore confirming the reported defect of label content missing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system a label was missing. There was no report of patient impact. The following information was provided by the initial reporter: some packages were also unprinted.